Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/7/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: moisture observed under display lens. Cracks in battery compartment from threads to left of grip pad, and below grip pad to case seal. Leak test failed due to battery compartment leak opened pump, moisture damage found on cgm board, display flex connector. Unrelated to the complaint, there is a dim display with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.